Event description:
The pt had been receiving efficacious intrathecal baclofen therapy. Over the past yr, the pt experienced an increase in tone. There were no other signs or symptoms. The pump contained lioresal 2000 mcg/ml; the dosage was titrated to 530 mcg/day. The pump and catheter appeared to be intact from an x-ray on (B) (6) 2009. A baclofen assay revealed that the dosage was not therapeutic. A catheter revision was performed on (B) (6) 2010. The catheter was disconnected from the pump. There did not appear to be any evidence of a catheter kink or occlusion. There was retrograde flow of cerebrospinal fluid from the catheter. The medication was withdrawn from the pump reservoir with the expected 12 ml residual volume obtained. The pump was refilled with baclofen 500 mcg/ml concentration and primed. While the pump was priming, the catheter was replaced. The tip of the catheter was implanted at the level of t 6. The medication was restarted at an infusion rate of 50 mcg/day. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).